Event description:
It was reported that the user experienced hypoglycemia while using the ilet shortly after starting pump therapy, with cgm readings declining from the 70s to the 60s despite oral carbohydrate intake, followed by a fingerstick confirmation of 98 mg/dl and completion of troubleshooting education including consideration of switching to u-200 insulin and performing a factory reset. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and resolution with oral glucose and guidance. Investigation included user education, blood glucose questionnaire collection, and device troubleshooting. Investigation of this case revealed no device malfunction detected and inconclusive cause of the low glucose event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.